Event description:
Information was received indicating that during testing of this smiths medical cadd solis hpca pump, the pump accuracy was off. No patient injury reported.

Manufacturer narrative:
Additional information was received providing clarified event details (updated b5, h6). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was missing. Functional testing found after running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor was trimmed to bring delivery to the manufacturing specifications. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Additional information was received which included that the pump was over-delivering.